Manufacturer narrative:
During preventive maintenance on (B)(6) 2020, the autopulse platform (sn (B)(4)) failed run-in test due to user advisory (ua) 17 (max motor on time exceeded) error message. During visual inspection, the patient's head restraints were observed to be cut and the shaft was sticky. The autopulse platform is a reusable device and was manufactured on 26 september 2011 and has exceeded its service life of 5 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and/or mishandling. During functional testing, the platform displayed a user advisory (ua) 17 (max motor on time exceeded) error message. The ua 17 error message was due to a defective drive train motor due to wear and tear due to age of the platform. Upon customer approval, the replacement of the top cover and drive train motor will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During preventive maintenance on (B)(6) 2020, the autopulse platform (sn (B)(4)) failed run-in test due to user advisory (ua) 17 (max motor on time exceeded) error message.